Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during use, the surgeon's glove caught fire. The surgeon sustained a blister on his finger. There was no injury to the patient.